Manufacturer narrative:
The products were to be returned for analysis. Should the product be returned and product analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device and the associated right atrial (ra) lead displayed noise that was reported to have been present for awhile. The device had been programmed vvi in relation to the ra noise. In addition, the right ventricular (rv) lead displayed steadily increasing impedances. Concern over a lead fracture was present. The patient was seen for a revision procedure where the device, ra lead and rv lead were explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was severed; two segments of the lead were returned. The distal segment of the lead was stretched. Cuts and tears in the insulation were noted in multiple places; laser extraction damage was also noted. Detailed analysis revealed a lead fracture. The lead fracture appeared to be consistent with a fatigue fracture. A surface insulation abrasion near the tip of the lead noted as well.

Event description:
The lead was returned for analysis.